Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at time of implant is unknown. It was reported that the pt was not a good candidate due to the pt's short angulated aortic neck. It was reported approximately 31 months post stent graft implant, the CT demonstrated that the stent graft had migrated into the aneurysm sac, due to the pt's short angulated aortic neck. There was a type I endoleak present. The physician elected to implant 3 aortic cuffs and an iliac limb and the type I endoleak resolved. No further info was rec'd. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.